Event description:
A medtronic ent rep reported that the site received an 'emitter not communicating error' during a functional endoscopic sinus surgery (fess) case. When they went into the emitter tracking details, both the axiem box and emitter showed red status and not communicating. The procedure was completed with the use of the fusion navigation system. The pt outcome was not impacted.

Manufacturer narrative:
Replacement part shipped (B)(4) 2012. RMA issued. Upon investigation of the returned bridgestone computer it was discovered the finger guard over the case cooling fan had been removed and was not returned with the system. The investigation confirmed the os file corruption causing usb functionality to fault.